Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the onset, the patient began treatment with injection fortum intraperitoneally (1 gram, once daily) and injection vancomycin intraperitoneally (500 milligrams, repeat every third day) for peritonitis. Treatment for the event of peritonitis was ongoing. The patient was not recovered from the peritonitis at the time of this report. Dianeal and extraneal therapies were ongoing. No additional information is available.